Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information provided, the cause of the hemolysis was not determined since the product was not returned. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 47 year old male patient presenting with cardiomyopathy for impella support. During support, the patient developed hemolysis. As a result, the pump was removed and replaced with an impella 5.5.